Manufacturer narrative:
Reported event of stent migrated. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2016. Reportedly, the patent's won was 11 cm x 7 cm in size, was not infected, and was 35% necrotic material. The patient had a history of recurrent non-infected wounds, mesenterial thrombosis, and portal hypertension, and had biliary pancreatitis 9 week prior to the stent placement. The patient had previously undergone endoscopic retrograde cholangiopancreatography (ercp) and laparoscopic cholecystectomy. According to the complainant, on (B)(6) 2016, the patient underwent an upper gastrointestinal endoscopy procedure due to anemia, but no bleeding stigmata or bleeding source was identified. During this endoscopy, the stent was displaced with the tip of the endoscope while the physician was maneuvering inside the stomach. The stent was immediately removed from the patient's stomach with rat tooth forceps. It was reported that, while the axios stent was implanted, the patient experienced continuous clinical improvement with no major complication, and the axios stent had fully resolved the patient's won, despite being displaced during endoscopy. There were no patient complications reported as a result of this event.